Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the hard drive and the controller. The system was tested and is operating as intended.

Event description:
The customer reported that the 2600 system would not save or retrieve images. No patient injury was reported.